Manufacturer narrative:
Integra has completed their internal investigation on may 5, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; no samples will be received and no photos were sent as part of the complaint information. The reported condition cannot be confirmed. DHR review; no lot number was provided, thus no DHR review was possible. Complaints history; upon review from april 2014 - april 2016, a total of sixteen (16) complaints (including this one) related to delamination for biopatch product family. Approximately (B)(4) units have been released for distribution since april 2014 - april 2016, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: based on product or quality event history, no product malfunction or any defect that could be associated to the manufacturing process was identified.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the distributor that the customer reported the following: "difficult to remove biopatch when changing the dressing, nursing staff reports the blue layer separates from the sponge layer, PICC line is at risk of being pulled out, need scissors to cut away layers of the biopatch and tegaderm also risking PICC line." No patient injury/consequences reported. No product will be returned. Sales representative has been contacted to request for him to visit the customer for an in-service.